Event description:
During the f/u performed on (B)(6) 2011, a message was visible on the screen during threshold measurement when the printing command was processed. When the message was validated, the threshold procedure had continued successfully. The technician wanted a clarification about how a message related to printing could appear during a threshold procedure. She was also worried about the situation when a high threshold occurred.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.